Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 465 mg/dl and the current blood glucose level was 320 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer stated that they performed high pressure and self-test and both are passed. Customer stated auto mode was to increase the time glucose stays in the 70 mg/dl to 180 mg/dl range and that in order to do that, the system uses 120 mg/dl as the target to calculate the amount of insulin to deliver. The insulin pump will not be returned for analysis.